Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# va0buyn, implanted: (B)(6) 2013, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension product ID neu _unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, ubd: , UDI#: ; product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a loss of benefit from stimulation with the device, leading to speech problems, right leg issues, and tremor control difficulties. The device involved was a lead targeting the left vim. Initially, the patient experienced significant relief and was able to engage in work involving hands and mechanical engineering projects. However, over time, achieving the same level of control became increasingly difficult without significantly increasing the unit's settings, which then caused additional speech and right leg problems. It was noted that while the left-sided implant was functioning, it was not optimal for tremor control. An examination confirmed the loss of benefit. As a result, the lead and extension components were explanted and replaced on (B)(6) 2016, and (B)(6) 2016, respectively. The outcome was resolved without sequelae.